Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that things were going pretty well during the trial but last night she couldn't stop from going to the bathroom. Patient stated she was going to the bathroom pretty much all night. Patient stated since the trial began, she has been having a little trouble at night. Patient stated she used to get up 2-3 times a night but could control it. Patient stated she increased stim a little higher to 2.1v but hasn't increased or checked stim since last night. The patient was not feeling stimulation and it was hard to tell if she felt stim. Patient stated she hasn't really felt stim but has a bit of an ache now. Patient stated she thinks she has a uti and has called hcp but they won't write her a script until she is tested. Patient stated her permanent implant was scheduled for (B)(6) 2016.

Event description:
Additional information reported that (B)(6) 2016 the health care provider was notified. She did have a bladder infection which they treated with antibiotics and stated she was pretty sure that it has been resolved. Stated the frequency resolved too. Stated not sure why she developed uti but she has had them before. Stated she now has implant and it works great during the day for her. Stated she was very pleased.